Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the lead being placed in the patient's body, the helix was unable to be successfully extended or retracted. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.